Event description:
Mayfield three point headholer applied and pressure set at 60 lbs. Holder slipped/opened at cranking joint resulting in a laceration of the pt's scalp. Scalp wound sutured closed. Different headholder obtained and used. Surgeon reports similar problems with this type of headholder on other cases.